Event description:
The customer reported the system displayed an interlock failure error message that rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fast stop switches were replaced. The system was then found to be operating as intended.